Manufacturer narrative:
The customer reported that two of their gz transmitters are dropping out intermittently. They power cycled and rebooted both devices, but the issue persisted. No harm or injury was reported. No other monitoring interruptions occurred on this central nurse's station (cns). Nihon kohden continues to investigate the reported event.

Event description:
The customer reported that two of their gz transmitters are dropping out intermittently.

Event description:
The customer reported that two of their gz transmitters are dropping out intermittently.

Manufacturer narrative:
Details of complaint: on 02/18/2021, the customer at medical center @ bowling green reported the following issue with gz-130pa; sn-(B)(6), from patient monitoring: two of their gz transmitters were dropping out intermittently. They had power cycled and rebooted both devices, but the issue persisted. Investigation summary: the root cause of the issue was determined to be faulty access points. This is not an nk device malfunction. An access point is a networking hardware device which connects to a wired router, switch, or hub via an ethernet cable, and projects a wi-fi signal to a designated area. This is maintained by the user facility. The overall risk of this event, taking into consideration of severity and probability, is "medium". The reported issue does not require further investigation through CAPA process since the issue was caused by a faulty access point and not due to nk device malfunction. The following fields are not applicable (na) to the MDR report: b2 d4 lot number & expiration d6a - d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 patient information b6 relevant tests/laboratory data b7 other relevant history d10 concomitant devices d1 brand name d4 model name catalog name serial number unique identifier (UDI) number f9 approximate age of the device g4 PMA/510(k) number h4 device manufacturer date attempt #1 02/24/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 03/03/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 03/18/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 g3 g6 h2 h6 h10 correction: h10 correted the "not applicable (na) to this MDR report" list.